Manufacturer narrative:
(B)(4). Date sent to FDA: 08/11/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) Onset date/time of dehiscence? (# post op days?). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the stratafix suture break? If so, where was the break noted? (Termination, middle, end?) Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product name, product code and/or lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent a colorectal procedure on an unknown date in 2021 and suture was used. The fascia closure dehisced and the surgeon sutured to close the dehiscence. The patient is fully recovered. Additional information has been requested.